Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, cuts in the insulation were observed approx. 15 cm distal to the is-1 connector pin which most likely resulted from the explantation procedure. During further analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
Physician reported sensing issues with lead. The lead has been explanted and replaced.